Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: d10- device returned on 04/20/2020, h6- code corrected to "failure to unfold or unwrap". The device was returned to the factory on 04/20/2020. An investigation was conducted on 04/24/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery tube was observed outside the loading device. It was observed that the tension spring assembly was not fully loaded in the delivery tube but the seal was extended outside the tube in an unfolded/unwrapped state. The seal and tension spring assembly was removed from the delivery tube. The seal was intact with no crack/delamination. There were no visual defects were observed. Measurements of the delivery tube were taken. The inner diameter was measured at 0.197 inches and the outer diameter was measured at 0.216 inches. The length of the delivery tube was measured at 2.48 inches . The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed, but was confirmed for the analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal development of the heartstring body did not work well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal development of the heartstring body did not work well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.